Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. No unexpected aa35 alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.